Event description:
To date, additional patient or event details were received which have been added in H11 (additional manufacturer narrative.)

Manufacturer narrative:
The initial report eMDR with manufacturing report number 3003442380-2026-58156, was submitted on 27-Jul-2026. However, based on the clinical review done on (b)(6) 2026, it was found that the death was not related to the infusion set and there is no allegation on Unomedical products. The death is due to septic shock secondary to peritonitis resulting from bowel perforation, which is associated urinary tract infection (UTI). Now, this case has been determined to be non-reportable. Hence, this eMDR is being submitted to retract the initial eMDR.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545,Manufacturing Site: 8021545.

Event description:
It was reported that patient had passed away because of undifferentiated shock bowel infection with suspected perforation Urinary Tract Infection on (b)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a Serious Injury.Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.